Manufacturer narrative:
Evaluation results: visual inspection of the product found one haptic torn off. There was evidence of surgical residue. Conclusions: the root cause for this event cannot be determined because the cartridge and injector were not returned.

Event description:
The surgeon attempted to implant a aq2010v model lens but the haptic tore as it was advancing through the cartridge, prior to being inserted. There was no pt contact or injury. The surgical technician reported that it was unknown as to why the haptic tore. An aq fp cartridge and an msi-tm injector were used but the lot numbers were not provided by the facility.